Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-06524 and 08634 / 08635).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2009. A review of the invoice history confirmed the surgery dates and modular head, taper adapter and femoral stem were removed and replaced during the revision. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed revision on (B)(6) 2009 was due to leg length discrepancy. The patient's operative report confirmed modular head, taper adapter and femoral stem were removed and replaced.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported patient allegations of pain, damage to bone/tissue, lack of mobility, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2009. A review of the invoice history confirmed the surgery dates and modular head, taper adapter and femoral stem were removed and replaced during the revision. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.